Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set occlusion event on (B)(6) 2024. Blockage was located at the site. Patient noticed thier symptoms within 3 hours of insertion. The insertion of site was upper buttocks. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient changed soft cannula infusion set only and resumed insulin. No further information was available.